Event description:
It was reported that approximately five days post implant the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and that the right ventricular (rv) lead exhibited undersensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.